Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 10-oct-2018. This spontaneous case was reported by a consumer and describes the occurrence of fatigue ("chronic fatigue") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2017, 2 years 5 months after insertion of essure, the patient experienced fatigue (seriousness criterion medically significant), tendonitis ("chronic tendinitis"), chronic sinusitis ("chronic sinusitis"), disturbance in attention ("attention difficulties"), speech disorder ("elocution difficulties"), arthralgia ("joint pain") and extrasystoles ("cardiac problems (premature beats)"). At the time of the report, the fatigue, tendonitis, chronic sinusitis, disturbance in attention, speech disorder, arthralgia and extrasystoles outcome was unknown. The reporter provided no causality assessment for arthralgia, chronic sinusitis, disturbance in attention, extrasystoles, fatigue, speech disorder and tendonitis with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). Further company follow-up with the regulatory authority is not possible. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4). On (B)(6) 2018. The most recent information was received on (B)(6)2018. This spontaneous case was reported by a consumer and describes the occurrence of fatigue ("chronic fatigue") in a 48-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6)2015, the patient had essure inserted. On (B)(6)2017, 2 years 5 months after insertion of essure, the patient experienced fatigue (seriousness criterion medically significant), tendonitis ("chronic tendinitis"), chronic sinusitis ("chronic sinusitis"), disturbance in attention ("attention difficulties"), speech disorder ("elocution difficulties"), arthralgia ("joint pain") and extrasystoles ("cardiac problems (premature beats)"). At the time of the report, the fatigue, tendonitis, chronic sinusitis, disturbance in attention, speech disorder, arthralgia and extrasystoles outcome was unknown. The reporter provided no causality assessment for arthralgia, chronic sinusitis, disturbance in attention, extrasystoles, fatigue, speech disorder and tendonitis with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 58 kgs. Quality-safety evaluation of ptc: unable to confirm complaint . Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on (B)(6)2018: quality safety evaluation of ptc. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.